Event description:
The clinician reported that over 2.5 years after the dental implant was placed in ada site 12 in the patient's mouth, the implant lost osseointegration in type IV bone. The clinician noted the patient's biomechanical overload and insufficient bone quality/quantity. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.